Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
Same case as MDR ID 2134265-2018-03346 and 2134265-2018-03347. It was reported that the patient died. Patient presented with acute myocardial infarction. Vascular access was obtained via femoral artery. The first target lesion was an eccentric, de novo lesion located in the moderately tortuous and mildly calcified ostial left anterior descending (lad) to distal lad with 85% stenosis and was 16 mm-24 mm long with a reference vessel diameter of 2.75mm-3 mm. The lesion was treated with 3.0 x 16 mm (proximal) and 2.75 x 24 mm (distal) promus premier¿ stents. The second target lesion was an eccentric, de novo lesion located in the moderately tortuous and mildly calcified left circumflex artery (lcx) with 90% stenosis and was 38 mm long with reference vessel diameter of 2.75 mm. The lesion was treated with 2.75 x 38 mm promus premier¿ stent. The ejection fraction was noted to be low and the hemodynamics was not unstable. The patient went into ventricular tachycardia and eventually died.